Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the periocular area/tear troughs, cheeks, and marionette lines with one syringe of juvéderm voluma® xc and one syringe of juvéderm vollure¿ xc in the periocular area/tear trough; latisse was also provided. An unknown amount of time later, the patient reported ¿bumps that are tender, swelling, redness under the eyes, and trouble sleeping.¿ hcp reported ¿all periocular reactions; no reactions noted at cheeks or marionette lines injection sites except for ¿hard¿ bumps under eyes and at nasolabial folds.¿ hcp reported symptoms began ¿around the time/after [the patient] had a chemical peel and ipl at another location¿ and mentioned ¿patient is unsure if symptoms before or after these treatments.¿ hcp also reported patient complained of diarrhea about one week before symptoms began. About two months post injection, patient was treated with a cold compress, topical fluticasone, and allegra; four days later, patient was treated with a medrol dose pack, then more medrol four days later. Patient was also treated with two rounds of hyaluronidase. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00917 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.